Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer was able to successfully fill the cartridge without changing supplies. In addition, it was reported that multiple intermittent occlusion alarms occurred and that the insulin gauge was inaccurate. The customer's blood glucose level ranged from 400-455 mg/dl. Reportedly the customer changed the pump supplies to resolve the occlusions. The customer declined to further troubleshoot with tandem technical support.